Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed pulse testing. The negative pad of capacitor c10 was lifted causing a short. The cause for the test failures was isolated to a defective c10 capacitor on the c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the shorted capacitor. The pt received a replacement monitor.